Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4)was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A track wise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: 8015 sn: (B)(4) customer stated that the 8015 will not power up. Customer stated that he wanted to send the unit back under warranty repair. Transfer customer to rga team for him to return his unit. Failure device type: failure problem type: failure mode: case resolution: transfer customer to receive rga to send unit back under warranty repair. Ref: (B)(4).